Event description:
It was reported that a physician turned off a patient's generator before an MRI and when he turned it back on, the programmed current was not being delivered. This is consistent with a false "low output current" message seen in (B)(4) software. However, the software version was not confirmed. It was reported that the message was seen multiple times. As this message can occur repeatedly until the session is exited, it is unclear if this happened multiple times on the same patient or for another patient. A report for the event that this is in reference to another patient will be submitted under manufacturing report #1644487-2020-00019. Internal testing and data review identified that false low output current messages can occur when m3000 (B)(4) software programs a m103-106 generator after a specific programming sequence occurs. When m3000 (B)(4) tablets initiate a programming session with a m103-106 generator, where its output current is programmed off (0 ma), and then the output current is programmed back on to >0 ma, a low output current message would be seen when an in-session interrogation is performed. This would persist upon multiple in-session interrogations and if diagnostics weren't performed during the session, show on the session report. Running system diagnostics or ending and restarting the session will confirm functionality of the device, and resolve the ¿output current low¿ error message. The low output current messages in these cases are false and do not impact generator function. No further relevant information has been received to date.